Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 400 mg/dl, at the time of incidence. The customer was treated with injection for high blood. Customer reported that they received motor error. Customer did the displacement test and was able to prime the insulin pump successfully. Customer was unsure if drive support cap was damaged. Customer was able to clear the alarm as they rewound the insulin pump successfully. The insulin pump will not be returned for analysis.